Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non- malignant pain indications. It was reported that pt was not being able to charge their ins which is now depleted as of yesterday. Pt mentioned they tried contacting the manufacturer's patient services on sunday and on monday. Pt then said they had tried calling yesterday which was conflicting with pt later providing yesterday as the event date. Pt remarked they were having an awful time "with this thing" exclaiming they feel the same as they did when the spinal cord stimulation (scs) was first implanted. Pt provided details regarding difficulties when recharging ins which had already been documented. Pt initiated a charge session but the controller did not appear to recognize that the recharger was connected (connect the recharger was displaying with rtm plugged in). Pt inspected the recharger cord and connector plug during call without detecting any visible damage. Pt did say the recharger cord was not smooth (feels little bumps inside cord). A replacement recharger was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), h3: product ID: 97755-s, serial/lot #: (B)(6) was returned for analysis. Analysis found there was a recharger antenna failure and the controller would not power on when the recharger was connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.